Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. This is not believed to be related to the return reason. The electrode condition prevented an electrical test from being performed. The device passed some of the tests performed. This device was explanted for medical reasons. However, it is believed that the cautery method used during explant surgery led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This is what caused several test failures which were observed during the analysis. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: sections b.3, d.6b. Additional information: section d.9 the recipient reportedly was unable to wear on external processor due to very thick skin disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.